Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing condition of atrial fibrillation. The left atrial pressure was 15mmhg. Transseptal access was bicaval-inferior, short-axis-mid. During implant, three attempts were made to deploy the device due to difficult patient anatomy and over-compression of the device. The device was removed from the patient and replaced with a new 20mm amplatzer amulet left atrial appendage occluder. It was noted that the there was difficulty advancing the device through the patient anatomy due to the distal pectinate. The device was removed from the patient. A small pericardial effusion was noted intraprocedurally and was measured at 3mm in the left ventricle from the apex to the base. No intervention was required and the effusion resolved on its own. The patient was administered protamine to reverse the therapeutic act and transferred to the cardiac ICU for observation. The user believed the pericardial effusion was due to excessive manipulation within the appendage.

Manufacturer narrative:
An event of difficulty positioning the device and small effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined; however, excessive manipulation of the device due to challenging anatomy might have caused the pericardial effusion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. During implant, three attempts were made to deploy the device. The device was removed from the patient and replaced with a new 20mm amplatzer amulet left atrial appendage occluder. Three attempts were made to deploy the device. It was noted that the there was difficulty advancing the device through the patient anatomy due to the distal pectinate. The device was removed from the patient. A small pericardial effusion was noted intraprocedural. The patient was administered protamine to reverse the therapeutic act and transferred to the cardiac ICU for observation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.